Manufacturer narrative:
Investigation summary: there was no documentation of issues for the complaint of lot # 8054603 during this production run. One photo was provided. It is upside down, showing the bottom part of the stopper with excess of silicone. Conclusion: root cause- assembly process, silicone application.

Event description:
It was reported that the syringe 20ml ll s/c 48 were noted to contain excessive silicone and deformed stoppers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll s/c 48 were noted to contain excessive silicone and deformed stoppers.